Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the aneurysm surgery, a microcatheter was used to connect the microcatheter to the aneurysm site. During the procedure, the micro guidewire ribbon microcatheter to the aneurysm, found that the micro guidewire and the microcatheter were not coordinated. After the examination, the physician found that there were wires oozing from the inner membrane of the microcatheter. Replaced with a new microcatheter. The surgery was completed after replacing the microcatheter. No reported injury to the patient. .

Event description:
See h10.

Manufacturer narrative:
The investigation of the returned headway microcatheter found a ribbon of ptfe emerging from the distal tip, which is consistent with the alleged product issue. No other damage was observed on the microcatheter. The ptfe is consistent with the lining material of the microcatheter lumen; however, the ptfe appeared to be excess material that was not correctly removed during the manufacturing process due to the lack of an imprint from the lumen coil.